Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer inserted a new infusion set and the cannula was not inserted correctly. The cannula was above the self-adhesive and not in his body, and this resulted in under-delivery and leaking of insulin. The customer experienced hyperglycemia 20.9 mmol/l as a result. No adverse event was reported. The alleged product was requested for evaluation.